Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-15811. It was reported the patient lost right sided stimulation. X-rays were taken and indicated a lead migration occurred. Surgical intervention was undertaken and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative. It is unk which lead was explanted and replaced; therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.